Event description:
It was reported that the implantable neurostimulator (ins) had been interrogated by a clinician programmer (cp), which then showed that there was no data found. It was stated that a patient programmer (pp) was then synced with the ins and an error code of ¿574¿ was received. It was stated that the stimulation could not be adjusted. It was stated that there was a ¿call your doctor¿ icon. It was stated that 2 weeks prior to this report, the patient was reprogrammed. It was noted that after the patient was reprogrammed, she felt fine and went home. It was stated that the morning after the patient was reprogrammed, she started feeling ¿different¿ stimulation, and ¿did not feel like it was reprogrammed.¿ it was reported that cycling had been set up and the patient had been feeling a consistent stimulation on the morning after. It was noted that no medical procedure had been done after the reprogramming, nor had the device been interrogated by another 8840. Additional information received reported that all of the patient¿s groups and programs settings were gone. Additional information received reported that the (B)(6) programming session had not been inadvertently cleared out during programming. It was stated that the session was started on (B)(6) and the programming was gone. It was stated that everything had been working properly until the ins was interrogated on (B)(6). It was noted that the ¿574¿ error code was first seen on (B)(6). Additional information received reported that the patient was successfully reprogrammed. It was noted that a manufacturer representative was going to meet with the patient one more time within the next month to make sure that the patient was still receiving effective therapy. It was noted that the patient was receiving effective stimulation and was doing great.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).